Event description:
It was reported that the right ventricular (rv) lead was explanted due to high capture thresholds. The cause of the high capture thresholds is unknown. The lead was replaced. No additional adverse patient effects were reported. The lead remains in hospital possession.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high capture thresholds. The cause of the high capture thresholds is unknown. The lead was replaced. No additional adverse patient effects were reported. The lead remains in hospital possession. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead was returned in two segments. An extracting stylet was returned stuck in the tip section of the lead. Additionally, a single set setscrew mark was noted in the wrong location on the terminal pin.